Event description:
Boston scientific received information that this implantable lead was capped due to an unspecified product performance issue. Attempts to obtain additional information were unsuccessful. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.